Event description:
The event is reported as: the cuff of the et tube deflates within a few hours. The tube was used to administer treatment when the alleged defect occurred. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.